Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed no evidence of short battery life was observed. There was, however, multiple replace battery alarms recorded on (B)(4) 2014. The pump¿s electrical current draws were found to be within the required specifications. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the thread area to the case seal. The battery compartment was also cracked below the grip pad. The pump case was removed and evidence of moisture contamination was found inside the pump. In addition to the unrelated issues, evaluation revealed that the audio bolus button cover was detached from the pump. The complaint of short battery life was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.